Event description:
Revision surgery - the hip stem subsided due to the patient walking. The surgeon removed the stem, head, and liner. He replaced them with stryker stem, head, and donjoy orthopedic liner.